Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips did not want to come out properly. It came out two, two at a time or scissored when the clips were exposed. The doctor opened a new device and it worked perfectly. No patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the el5ml device was received in good visual condition. During the analysis, the device was cycled and it was noted to be empty and the lockout had been fired through. No functional test could be performed due to the returned condition of the device. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.